Event description:
A pt reported blood glucose results of 333 and 486 mg/dl with a lifescan meter, performed within 1o minutes of each other. Based on statistical methodology, the calculated difference of these results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter interms of precision. The pt performed two check strip test and they both failed. The pt reported that no medical intervention was required. The meter is being replaced for the pt. No further info has been reported.